Event description:
Physician reported that a pt who had essure placed in 2006 presented with a complaint of persistent pain. Physician removed both microinserts via laparoscopy without event. No further info provided by physician.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.